Event description:
It was reported by the pentax service department on (B)(6) 2015 that an accessory (non-pentax) was broken/lodged inside the t-piece inlet area of the biopsy channel involving video gastroscope model # eg-2990i/serial# (B)(4). This gastroscope was a loaner unit shipped to the facility on (B)(6) 2014 and was returned to pentax medical on (B)(4) /2015 with no report of a complaint. Repairs on the gastroscope were completed on (B)(4) 2015 and the unit was returned to the loaner inventory. In order to receive additional info regarding this event, pentax medical contacted the initial reporter along with the territory manager via email on (B)(6) 2015. A response was received from the territory manager on (B)(4) 2015 which stated the facility is claiming no awareness or knowledge about the broken/lodged accessory found in the gastroscope. Pentax medical contacted the initial reporter on (B)(4) 2015 notifying them that a medical device report will be filed due to the potential of cross contamination existing among patients.

Manufacturer narrative:
Na